Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the smartsite sets will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20039e because a lot number was not provided by the customer. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smallbore 6 inch ext vlv would not flush due to blockage/occlusion. The following information was provided by the initial reporter: "it was reported by the customer that the smartsite sets will not flush."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv would not flush due to blockage/occlusion. The following information was provided by the initial reporter: "it was reported by the customer that the smartsite sets will not flush."